Event description:
A patient underwent a total abdominal hysterectomy procedure and the insorb 2030 skin stapler was used to close the incision. Three days post op the patient experienced a wound separation. Re-closure was done in an operating room with general anesthesia and metal staples.